Event description:
It was reported that when the doctor used the fast fix, t2 was not deployed. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that when the doctor used the fast fix, t2 was not deployed." T1, t2 and suture were returned. They both had surgical matter attached. The condition of t1 is consistent with being pulled back through tissue post deployment. Visual inspection indicated that the needle was quite obviously bent upward, towards the right and also bent left closer to the distal tip. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". Functional test was impossible due to the damage attained. The device no longer cycled or actuated due to the compromised delivery needle. No mechanical issue was found for the device returned. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Additional information: (B)(6) years old, (B)(6).